Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: blurry. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: film on coupler window created by the sterilization cycles and/or by the camera head not being cleaned properly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.